Manufacturer narrative:
The reported event was that when attempting to remove the batteries from the pulsavac plus wound debridement system fan spray kit after the procedure, the battery pack was hot and the batteries were smoldering and leaking. The manufacturing trace lot number was not reported and is unknown. The device history report review was not performed. This was not considered an out of the box event. The device was received in a zip lock plastic bag on 1/15/2016. Only the bottom portion of the battery pack and the batteries were returned. Visual examination confirmed that the battery pack electrical cable had been cut away from the hand piece. Most if not all batteries had split open and had leaked. Functional testing was not applicable. The battery pack was the only component returned. The visual examination confirmed that the batteries had split open and leaked. The most likely cause for this reported event is the severing of the electrical cable between the hand piece and the battery pack. The device instructions for use (IFU) and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks and could result in fire or personal injury. The cause for this reported event is user error in not following the IFU. The customer reported cutting the battery cable in the complaint. Consequently, the most likely cause for this incident is improper disposal of the device in contradiction of the IFU warnings by the customer. Recommended actions at this time is that the customer¿s personnel should have refresher training on the IFU for this product. The electrical wires of this device should never be cut or pulled out without the batteries being removed first.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that after surgery, the batteries were removed and defective batteries were present. (Burning/leaking).

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
Additional clinical information received stating that the event occurred post case with no patient or operator harm. Also, there was no delay in surgery and no alternate device was used to complete the surgery. The contributing factor related to the event was that the removal of battery might have damaged the batteries. No further clinical information is indicated.